Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the one infusion set was fell off during use. The infusion sets is used for 2 days. The blood glucose level was 589 mg/dl and patient face high blood glucose due to patient mom called 911 and she faces injury pass out and scrap his knee. The patient resolves the issue when hospital staff gave him insulin for high bg and was discharge home after 5 hours. No further information available.